Manufacturer narrative:
Eval summary: the product lot # was not provided; therefore, a batch history record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Pain in left knee [arthralgia]. Had to use crutches [mobility decreased]. Left knee effusion [joint effusion]. Swelling in left knee [joint swelling]. Case description: spontaneous report received on (B)(6) 2009 from a physician regarding a (B)(6) female pt, initials (B)(6), whose relevant medical history included: osteoarthritis and 1 previous series of synvisc injections in (B)(6) 2008. The pt received the second injection of her most recent course of synvisc therapy in the left knee on (B)(6) 2009. About 2 days after the injection (approximately (B)(6) 2009), the pt experienced "considerable" pain and swelling in the left knee. About 45 cc of "non-infected" fluid was drained from the left knee. The pt has since been using crutches. As of the date of receipt of this report, the pt outcome was unk. The physician assessed the relationship between the events and synvisc as possible. Additional info was received on (B)(6) 2009 from the treating physician in the form of a completed info request. The pt's relevant medical history was updated to include: "severe" grade of osteoarthritis in the left knee with an x-ray grade of "bad," prior effusion, joint narrowing, osteophytes, previous treatment with nsaids, previous treatment with steroids, and confirmed previous treatment with synvisc. No effusion was collected prior to the pt's first synvisc injection, although effusion was collected prior to the second synvisc injection. The synvisc injection dates or lot # were not provided. The physician confirmed that the pt experienced the events of "pain in left knee," "swelling in left knee," "left knee effusion," and "had to use crutches." The onset of the pain in left knee was (B)(6) 2009, the intensity of the symptom was "severe," treatment was required with aspiration and cortisone, the outcome was recovered, and the relationship to synvisc was "definite," according to the physician. No further info was provided regarding the other reported symptoms. As of the date of receipt of this report, the overall pt outcome was unk.